Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of -16.5/1.5/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. A capsular tear occurred. A cortical cataract was noted. On (B)(6) 2018 the lens was explanted and the patient underwent phacoemulsification and iol implantation. The problem was resolved. The cause of the event is reported as unknown. Common device name should be corrected to phakic toric intraocular lens in the original MDR patient code 3191: capsular tear, secondary surgery, lens explant, cataract surgery, iol implantation. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 12.6mm vticmo12.6 implantable collamer lens, -16.5/+1.5/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and phaco-emulsification (cataract surgery) and iol implantation was performed, the surgeon noting lens opacity cortical. Reportedly, the problem is resolved. The cause of the event is reported as unknown.